Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the was leakage from a 4f 100 cm temo pig-tail diagnostic catheter. One video was provided and it shows what appears to be contrast exiting from an unintended location (the body) of a catheter. A new 4f tempo diagnostic catheter was used as a replacement. There were no adverse effects to the patient and no reported patient injuries. The target vessel was the superficial femoral artery (sfa). At the target site, there was no calcification, mild tortuosity, and 80% stenosis. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device packaging, no difficulty removing the device from its packaging, and no attempt to shape the tip during preparation. The facility did not use ultraviolet (uv) light or ozone for room sterilization. No leakage was observed when flushing the device during preparation. A 4f avanti plus catheter sheath introducer (csi) was used during the procedure. There was no resistance or friction between the catheter and the sheath during insertion, no difficulty tracking the catheter to the lesion, and the device was not placed in an acute bend. The contrast was injected by hand with a syringe. There was no difficulty removing the catheter from the patient and the device remained in one piece during removal. The device will be returned for evaluation.